Event description:
It was reported that the patient had a driveline infection with methicillin-susceptible staphylococcus aureus (mssa) and serratia on (B)(6)2024. The patient was treated with doxycycline and ciprofloxacin. It was noted that they had been treated multiple times for driveline trauma (MFR # 2916596-2023-09004). The patient saw infectious diseases on (B)(6)2024 with computed tomography (CT) scan performed on (B)(6)2025 which revealed soft tissue thickening. The patient was placed on chronic levaquin (levofloxacin) for suppression.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.